Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's right ventricular (rv) lead has shown chronic high pacing out-of-range impedance measurements, that resulted in rv pace impedance alerts to be programmed off. The patient is not dependent and rarely requires rv pacing. In addition, the rv amplitude morphology has been decreasing, which suggests a possible worsening condition of the rv lead, according to technical services (ts). The patient reported a syncope episode, technical services reviewed the device parameters, and could not link this symptom to be related to the performance of this implantable pulse generator (pacemaker). Further review of the pacemaker records showed two signal artifact monitoring episodes with disabled minute ventilation (mv) feature, due to due mv oversensing on the right atrial (ra) lead. In addition, high ra pacing impedance excursions, within normal range, were noticed. Ts recommended to perform rv threshold testing to assess proper output and discard this from being related to the syncope episode, and isometrics to evaluate the ra lead integrity. However, other factors in the patient condition may have resulted in the syncope episode. This pacemaker remains in service and no additional adverse patient effects were reported.